Event description:
The surgeon commented on a photo toxicity issue he had with the system, and he feels it is "not properly filtered". The surgeon used a lighted pick on a proliferative diabetic retinopathy (pdr) patient. The customer's sales representative reviewed with the surgeon that having any light pipe in close proximity to the retina, in a stationary position, with high intensity light has the potential to cause the reported event. Multiple attempts were made to gather more info on the event with no response from the facility or surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable info becomes available.